Manufacturer narrative:
Additional excluder® component included in this report: pxl161007/ 05847272. (B)(4). A review of the manufacturing paperwork for the devices verified that the lots met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak, aneurysm enlargement, and endoprosthesis puncture. Users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2010, the patient was implanted with two gore excluder aaa endoprostheses (pxt231414/7408025 and pxl161007/05847272) to treat an aortic aneurysm. On various unknown dates, serial imaging reportedly identified multiple type ii endoleaks contributing to aneurysm enlargement. According to the report, the type ii leaks had originated from bilateral hypogastric arteries. On an unknown date the patient underwent coil embolization of both hypogastric arteries to treat the type ii endoleaks. An atrium stent was also implanted inside the excluder contralateral leg component on the left side. On an unknown date, a suspected type iii endoleak (disruption in graft material) also was reportedly identified. According to the physician, the type iii endoleak was thought to be caused by the stiffness of the previously placed atrium stent against the excluder contralateral limb on the left side. On (B)(6) 2016, an angiogram confirmed the type iii endoleak. On the same day, the patient underwent a re-intervention procedure whereby the left side of the stent graft system was relined with an additional 16mm contralateral limb. The endoleak was resolved, and the patient tolerated the procedure.